Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the customer speaks only (B)(6). Informed the diabetes certified mgr that we have an interpreter to help troubleshoot the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.